Manufacturer narrative:
The investigation for hemolysis has been completed. The returned complaint device was visually inspected. Biomaterial was observed around the impeller. No sharp edge or broken blade was found. Data log reviewed was completed. Many suction alarms occurred followed by impella position in aorta and ventricle alarms. Despite multiple repositions and noting pump was in a good position, the hemolysis issue did not resolved. The cause of the hemolysis issue was biomaterial ingestion. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2024-17720. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-17720 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported the patient was on impella cp support and they had ongoing hemolysis. The pump was removed due to hemolysis. The doctor wanted to know the cause of the hemolysis. The patient survived the event.